Event description:
Upon advancing a new 032 separator (pss032) through the 032 reperfusion catheter (psc032) significant resistance was encountered. The physician then removed the separator and replaced with a new separator from inventory. The new separator moved smoothly through the entire length of the reperfusion catheter with no resistance. The original separator is being returned for evaluation.

Manufacturer narrative:
The DHR of this mfg lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on aug 28, 2009. A review of the device history record (DHR) was completed on part # 1943.a (lot # l13846). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13846) indicated that 100% inspection of the devices resulted in no visual rejects. The lot was associated with (B)(4) for 6 boxes that were damaged post sterilization. The product was re-boxed per (B)(4). No packaging pouches were compromised. This lot was associated with (B)(4) which allowed equivalent separator introducer sheaths to be used in place of each other. This deviation would not affect the described incident. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.